Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness. The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the continuous glucose monitor (cgm) had inaccuracies compared to blood glucose (bg) meter in addition to an adverse event that occurred. The sensor was inserted in the patient's abdomen on (B)(6) 2016. The patient's mother reported that cgm displayed value of 86mg/dl compared to bg meter value of 60mg/dl. The patient's mother stated that on the morning of (B)(6) 2017 the patient was non-responsive when trying to wake him up. The patient's mother administered juice to the patient. At time of contact the patient's condition was good. No additional event or patient information is available. No product was provided for evaluation. However, data was provided and reviewed for evaluation on 01/12/2017. Complaint for inaccurate cgm values was confirmed. The root cause could not be determined, post investigation.